Event description:
It was reported that during a gastric bypass (vbf revision) procedure the gun was closed down on to thick stomach tissue. Surgeon tried to open the instrument to reposition, but was not able to do so and the jaws were locked on to the tissue. Surgeon tried repeatedly to open the instrument and even tried to pry open the jaws with graspers but again was not able to do so. Decided to depress firing trigger anyway as thought would be the only way of being able to finally open the jaws, but firing sequence was interrupted half way though and gun jammed. Was forced to use another instrument and surgically remove the endocutter with it still clamped down on the stomach tissue (have picture of this). Patient condition is stable.

Event description:
It was reported that during a gastric bypass (vbf revision) procedure the gun was closed down on to thick stomach tissue. Surgeon tried to open the instrument to reposition, but was not able to do so and the jaws were locked on to the tissue. Surgeon tried repeatedly to open the instrument and even tried to pry open the jaws with graspers but again was not able to do so. Decided to depress firing trigger anyway as thought would be the only way of being able to finally open the jaws, but firing sequence was interrupted half way though and gun jammed. Was forced to use another instrument and surgically remove the endocutter with it still clamped down on the stomach tissue (have picture of this). Patient condition is stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.) 3rd firing. Transverse pouch firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? 2 x white on small bowel. Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Is there any other additional information you would like to share about this device or procedure? Surgeon had used gun twice and worked fine. Closed down on pouch and decided to change cartridges as felt thick, but nothing that he has not come across before. They are performing more band to bypass revisions now and this case was vbg conversion, where tissue tends to be thicker. Have discussed using echelon for these cases from now on, although cost limits use. Has additional tissue to be cut out? Yes.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.) 3rd firing. Transverse pouch firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? 2 x white on small bowel. Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Is there any other additional information you would like to share about this device or procedure? Surgeon had used gun twice and worked fine. Closed down on pouch and decided to change cartridges as felt thick, but nothing that he has not come across before. They are performing more band to bypass revisions now and this case was vbg conversion, where tissue tends to be thicker. Have discussed using echelon for these cases from now on, although cost limits use. Has additional tissue to be cut out? Yes.